Manufacturer narrative:
Follow-up #1 date of submission 08/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: during investigation, the pump was powered on to the verify screen. The audio tone and vibratory alarm features were functioning properly. The complaint of an unusual sound being emitted from the pump was not duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loud sound issue; pump emitting unfamiliar sound that continues after pump is re-started. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).